Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported the customer received an alarm on their insulin pump. The customer also reported there was a black round circle on their display. It was also found none of the customer's buttons were responding on their insulin pump. The customer's insulin pump was 8.4 mmol/l. Customer was advised to disconnect from the insulin pump and revert to back-up plan while their insulin pump was being replaced. No additional information provided.